Event description:
On (B)(6) 2012, the patient contacted animas, alleging that the up arrow keypad button was intermittently unresponsive. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis on (B)(4) 2012, with the following findings: there is no patient impact associated with this complaint. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. The keypad was returned intact, there was no peeling or damage. All keypad buttons were responsive; the defect with the up arrow keypad button was not duplicated. During investigation, no contamination or anomaly was found.